Event description:
During vitrectomies the sponges are causing eye abrasions from the type of fibers which are used in the cotton. Rptr asks if the type of fibers that are used in the sponges are safe for this type of procedure according to the FDA regulations.